Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. The customer stated that the reservoir was able to lock into place. The customer also reported high blood glucose level event. The blood glucose level at the time of the event was 200mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.